Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that falsely depressed glucose hexokinase_3 (gluh_3) results were obtained on multiple patient samples on an atellica ch 930 analyzer. Calibration and quality control (qc) were within the range on the day of the event when the erroneous results were obtained. The customer stopped all testing, held all pending results, reviewed the instrument for issues, and ran qc after erroneous results were obtained, which recovered out-of-range. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse inspected the instrument and observed the reaction washer dispense on the third probe (r3d) was leaking water into cuvettes due to a malfunctioning solenoid. Then, the cse replaced the solenoid, primed the probe, and ran auto check and weekly maintenance, which passed. Next, the cse ran qc, which recovered acceptably. The cause of the falsely depressed gluh_3 results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that falsely depressed glucose hexokinase_3 (gluh_3) results were obtained on multiple patient samples on an atellica ch 930 analyzer. The erroneous results were not reported to the physician(s). The samples were repeated on multiple alternate atellica ch 930 analyzers. The repeat results recovered normal. It is unknown if the correct results were reported to physician(s). The patient sample results data were not provided. The customer declined to provide any further information. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed gluh_3 results.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2025-00037 on 31-jan-2025. Additional information (09-may-2025): the customer detached the probe and placed it in a container to collect the liquid before the service activities performed by the customer service engineer (cse), as described in the initial report. Siemens evaluated the event and determined that the malfunctioning solenoid valve on the reaction washer probe 3, which allowed liquid to drip into the reaction cuvettes, potentially contributed to the falsely depressed glucose hexokinase_3 (gluh_3) results. The investigation conclusions code of section h6 was updated to reflect the additional information. Correction (09-may-2025): the cse replaced the malfunctioning solenoid valve, not the solenoid, as described in the initial report. The component code of section h6 was updated to reflect the corrected information. The instrument is performing according to specifications. No further evaluation of this device is required.